Manufacturer narrative:
Investigation results: the device was not provided for investigation. A video of the product involved was provided by the sales organization. Based on video provided, the trocar is broken in several parts near the distal end. Batch history review: the device quality and manufacturing history records (DHR) have been checked the lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Based on a very low probability of occurrence the current failure rate lies within the accepted failure rate which is defined in the product risk analysis. Due to similar complaints, additional investigations have been performed. Further measures to improve the product are defined and are still being processed. Conclusion and measures: based on the information available, a final root cause could not be determined. There might be a combination of a multiple factors error that leads to the fracture. Further measures to improve the product are defined and are still being processed.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information, investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek238su -disp.trocar w.dilating pin 12/150mm. According to the complaint description, the device broke during insertion into the patient's abdominal cavity. It was not possible to locate the broken piece by x-ray. This occurred in a nephrectomy procedure. The piece was estimated to be 5mm x 7mm. Later, a piece that was thought to be part of the trocar was found through a computed tomography (CT) scan. However, it was decided against a re-operation because a removal could not be guaranteed. There is no sample as the hospital is keeping the broken product. An additional medical intervention was necessary. Additional information was not available. The malfunction is filed under aag reference (B)(4).